Event description:
The customer received a questionable parathyroid hormone (parathormone, parathyrin) - pth, intact stat result for one patient sample. The initial result for a sample collected during surgery for a thyroidectomy was 29.13 pg/ml. This result was reported outside the laboratory and the physician disagreed with the result. A new aliquot of the sample was repeated and the result was 209.4 pg/ml with a data flag. The patient was not adversely affected. The parathyroid hormone reagent lot number was 171869. The expiration date was requested, but was not provided.

Manufacturer narrative:
This event occurred in (B)(6).

Manufacturer narrative:
A specific root cause could not be identified. Additional information for further investigation was requested but was not provided.